Event description:
On 9/29/92 the ipp device was implanted. On 9/15/95 the reservoir was revised. On 6/24/97 the entire device was removed from the pt and replaced due to fluid loss right cylinder.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had a wear leak. Tubing was functional.